Event description:
It was reported that stimulation was ¿hurting¿ the patient and they wanted to turn it off. It was stated that stimulation started to bother the patient about a month prior. No falls or traumas were noted. It was thought that the patient turned it up ¿too high¿ and left it there. Three days prior to the date of this report the patient turned stimulation to 0.0v. It was indicated that the patient was woken up the morning of the report because stimulation was painful. It was verified that stimulation was off. It was also noted the patient had a urinary tract infection (uti) and has had one for about 1.5 weeks. It was stated the patient had uti¿s prior to implant and they were not new. The patient was allergic to antibiotics, so they were trying a new, over the counter cranberry capsule, but they didn¿t think it was working. When the patient did not have uti¿s, the stimulation worked fine in controlling their symptoms. The patient was to see their doctor on (B)(6) 2014 and was going to leave stimulation off until that point. Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
Product ID: 3093-28, lot# va0422t, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, product type: programmer. (B)(4).